Event description:
The customer reported false troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving access 2 immunoassay system. Immediate retesting of the patient samples produced lower results, below the ami limit. The first sample produced an initial result of 23.56 ng/ml and recovered at 0.1 ng/ml upon retest. The second sample produced an initial result of 2.51 ng/ml and recovered at 0.05 ng/ml upon reanalysis. The customer stated results greater than 1.0 ng/ml is considered abnormal. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the mixer speed was low at 2,400 rpm (revolutions per minute) and adjusted its speed settings. The fse performed proper alignments to the vertical and horizontal pipettor. The fse performed system check and high sensitivity system check; l1 and l2 precision tests were performed utilizing quality control (qc) material. All results passed within specifications. The instrument conformed to the manufacturer's published performance specifications. Both patient samples were lithium-heparin gel-separator tubes, centrifuged in a stat spin at 5,000 rpm (revolutions per minute) for three minutes in a swinging-bucket, at room temperature. The samples had been at room temperature prior to the initial analysis, and the customer stated patient samples are normally analyzed immediately. The customer indicated the samples were filtered after centrifugation. The samples were analyzed from a cup and reanalyzed using the retest feature from the same aliquot already present on the instrument. The customer stated system check is performed daily and system check at midnight had passed. Quality control (qc) is performed once daily in the morning and was within specification during the event. There were no errors in the event log, but the customer noted several dark-counts outside limits system errors afterward; the customer stated to have lifted the cover to the instrument while the system was analyzing when the errors occurred. The assay was last calibrated on (B)(4) 2012. There were no calibration issues. The customer was advised to review sample results through the last passing quality control since no other samples had yet been retested. A definitive cause of the event is unknown.